Event description:
Report rec'd from abbott international affiliate that states "blue foil is above cartridge instead of below it. The home care nurse noticed that 1) medication bag was full of air, 2) pump indicated that it had infused the dose but the bag was still full, 3) red arrow (dot) spinning in reverse." A query of the international affiliate obtained the following info: the tubing was reversibly placed on the cassette, the end that is used to spike the bag was at the bottom and the end that is inserted into the pt was at the top. When the device started started pumping it was sucking air into the bag. The tubing was used to deliver vancomycin antibiotic via a PICC line in the pt arm at the time of the incident. The nurse disconnected the tubing from the pt, flushed the line, and attached a new tubing and medication bag. The vancomycin therapy was longstanding and the infusion administered once per day. As a result of the incident there was a four-hr delay in infusion of the required dosage to the pt. There were no ill effects experienced as a result of the malfunction.